Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed and the system lost ultrasound. The first hand piece faulted, a new handpiece was connected. The second handpiece worked for a while and then faulted during quadrant removal. The handpiece was reconnected to the second port and re tuned. It worked to complete the phacoemulsification of the lens then faulted during irrigation/aspiration (I/a). The case was completed using an alternate system. This is the second of two reports being filed from this facility.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The ultrasound was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on august 23, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming ultrasound. The manufacturer internal reference number is: (B)(4).